Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k101880.

Event description:
It was reported that they were unable to unscrew fixture mount transfer, tooth 31 (universal), at placement. Placed another implant.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0002023141-2024-00194. The corrected information is the d5: operator of device. The correct answer is health professional. The following sections are being reported: d4: expiration date and unique identifier (UDI) number . D5: operator of device. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was tested with an in-house mount and no malfunction was identified. Original mount was not returned for evaluation. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive torque applied - customer error. Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.